Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with low blood glucose of 42 mg/dl. Customer was hospitalized due to low blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting due to low blood glucose being due to protruded drive support cap.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The drive support cap was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.